Event description:
The patient underwent left ear tube removal, revision adenoidectomy and turbinate reduction. Child was discharged the same day in stable condition. Next day the parents called to report the child was experiencing blurred vision in the left eye. Child was re-admitted later that day. Pt underwent a number of diagnostics by neurology, radiology, ohns and ophthalmology and was diagnosed with ocular palsy of the left eye, sixth nerve. It is thought that the device used is too long and allows the coblation wand to potentially extend too far and past the naval cavity where it is intended to work. Md will no longer use this device on pediatric patients. Manufacturer response for celon probreath turbinate somnoplasty, celon probreath (per site reporter): md reported incident to sales rep. No further response from manufacture.